Event description:
A malfunction alarm was reported, identified by a malfunction code and fault ID. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.